Manufacturer narrative:
His MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was cracked by the tube holders, the battery and battery door were missing, and the whole plunger assembly was disassembled by the customer. A review of the event history log identified check syringe plunger sensor in the history. Functional testing was performed and the check syringe plunger sensor error was found at power up. The whole plunger assembly was disassembled by customer. The root cause of the issue was caused by the customer's incorrect assembly of the device. Reassembled the whole plunger assembly, replaced components as needed and performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump exhibited a check syringe flange error. No patient injury was reported.